Event description:
Luer lock connection on the end of the on q pump was stripped. When the pharmacy technician tried to fill it, medication sprayed everywhere. Amount: 4 ml/hr. Reason for use: post op pain.